Event description:
The pt had developed an infection in her shoulder. The pt had the existing shell and insert removed, and I&d was performed. A 32mm semiconstrained humeral socket insert and +4mm offset shell were reinserted.